Event description:
Customer called and reported that this product had nonviable bacteria in it. The customer had a pt who had heart surgery. The surgical sample was sent down in this transport media and a gram stain was sent down in this transport media and a gram stain was performed. As a result, gram negative bacilli were reported to the doctor. Due to the gram stain result, the physician waited an additional 48 hours for the preliminary culture results before closing the wound.

Manufacturer narrative:
Returns have not been received at this time for eval. The batch history record was reviewed and was determined to be satisfactory. Retention samples were evaluated to look at 20 oil immersion fields for bacteria and did confirm the presence of bacteria in the gram strain. The media was subcultured and was negative for growth at four days. This complaint is confirmed based on the analysis of retention samples for the presence of nonviable bacilli. Nonviable organism are considered as an expected attribute for tubed media products. The package insert contains the following limitations related to gram stain interpretations. "Caution should be exercised in reporting direct gram stain and/or other direct microbiological stain results on specimens processed with this medium due to the possible presence of nonviable organisms in the transport medium. Transport media, staining reagents, immersion oil, glass slides and specimens themselves sometimes contain dead organisms visible upon gram staining." Further info will be published in the next issue of lab-o on the topic of gram stains. The addition of filtration of the media during manufacture for further reduction of bioburden/nonviables is under investigation as part of a corrective and preventive action (CAPA) opened to address the appearance of nonviable organism in the transport media.